Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e, g the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and inclusion of the tibial insert in the packaging recall. However, the reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6) - 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm, (B)(6) - 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6) - 200-07-32 - advanced patella 32mm 3 peg implant. H7: z-0023-2022 for (B)(6) - 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient complained of pain and was revised on (B)(6) 2024 due to a loose femur and recalled poly. The patient was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.